Manufacturer narrative:
The fluidics module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The fluidics module was tested, and the reported event was not replicated. The reported event was not replicated and there was no nonconformity observed. The root cause of the reported event of the fluid leak remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.9, h.3, h.6 and h.10. The company service representative examined the system and replicated the reported events. The nonconforming fluidics module was replaced to resolve the fluid leak. The auto gas fill assembly in the pneumatics module was replaced to resolve the pressure fluctuation. The octafluoropropane (c3f8) regulator was replaced to resolve the c3f8 gas leak. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the fluid leak can be attributed to nonconforming fluidics module. The root cause of the gas leak can be attributed to nonconforming c3f8 gas regulator. The root cause of the pressure fluctuation can be attributed to a nonconforming auto gas fill assembly in the pneumatics module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during a vitrectomy surgery, unit began to expel fluid, gas leak, and the pressure fluctuation. Additional information has been requested.